Event description:
Reportedly, dr. Had mobilized the bowel by utilizing a previous plds 15 times. A second plds was used and it subsequently jammed on the tissue on the 1st firing. The abort cap was engaged, however it had no effect. Clips were used to remove the plds from the tissue. No reported injury or ill-effects to the pt. Procedure type: subtotal colectomy. Pt sex: male